Event description:
Device 1 of 2. Reference MFR report#1627487-2018-03378. Additional information identified that surgical intervention was undertaken wherein one drg lead at right s1 vertebral level was explanted and replaced at t8 vertebral level. Reportedly, effective stimulation was restored post-operatively. Issue has been resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2018-03378. It was reported that patient was experiencing ineffective stimulation from the drg system. X rays revealed both leads at vertebral level s1 migrated. Surgical intervention may be undertaken at a later date to address the issue.